Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had inaccurate sensor readings that triggered the threshold suspend. It was stated that the sensor glucose was reading 66, but blood glucose value was 109 mg/dl when the insulin pump suspended. They also reported the customer having blood at site. Troubleshooting was declined. Blood glucose at the time of the call was 120 mg/dl. The sensor will not be returned for analysis.